Event description:
It was reported that the ventilator generated alarms indicating high pressure. The patient desaturated to unknown level. Final patient outcome was no harm.

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The expiratory cassette was replaced to resolve the issue and sent back for further investigation. The returned expiratory cassette has been tested in a ventilator and passed the pre-use check. No abnormal found during ventilation for more than 24 hours. The returned expiratory cassette passed another pre-use check after ventilation without any issue. The provided logs confirmed the reported high pressure at date of the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at time of the event. The expiratory cassette is the main interface for distributing gas to and from the patient and the expiratory flow measurement is performed by the flowmeter inside the expiratory cassette. The reported issue could not be reproduced. Therefore, the root cause could not be established.

Event description:
Manufacturer's ref.#: (B)(4).